Event description:
It was reported that a power alert occurred and pump battery could not be charged. Customer replaced the usb cable to resolve the issue. Customer's blood glucose was within range (value not provided).